Event description:
The customer reported her blood glucose reached 21.3 mmol/l (383 mg/dl) and that the cannula was kinked. The pod was worn between 24 and 36 hours.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported kinked cannula or to determine whether it contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.